Manufacturer narrative:
Incident description and patient information updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, the touchscreen experienced an issue with touch inputs. The user indicated it was not possible to press the blood pressure button, to enter patient data, select the print button, electrocardiogram (ECG), or corsium buttons. During the examination, the user was able to connect corsium with ECG by pressing to the right of the button. Response to good faith effort indicated no patient harm that occurred.

Manufacturer narrative:
Product information updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, the touchscreen experienced an issue with touch inputs. The user indicated it was not possible to press the blood pressure button, to enter patient data, select the print button, electrocardiogram (ECG), or corsium buttons. During the examination, the user was able to connect corsium with ECG by pressing to the right of the button. Response to good faith effort indicated no patient harm that occurred.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, the touchscreen experienced an issue with touch inputs. The user indicated it was not possible to press the blood pressure button, to enter patient data, select the print button, electrocardiogram (ECG), or corsium buttons. During the examination, the user was able to connect corsium with ECG by pressing to the right of the button. Response to good faith effort indicated there was no patient involved in the incident, therefore no patient harm occurred.

Manufacturer narrative:
Incident description and patient involvement updated due to new information received.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, the touchscreen experienced an issue with touch inputs. The user indicated it was not possible to press the blood pressure button, to enter patient data, select the print button, electrocardiogram (ECG), or corsium buttons. During the examination, the user was able to connect corsium with ECG by pressing to the right of the button. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.